Manufacturer narrative:
One (1) impl tapered sp 4.8mm 10m m octagon (spwb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use. The mount was attached to the implant, but the screw was removed. The coob is unconfirmed. Functional testing to recreate the reported event; verified the mount was able to be removed from the implant with stock driver. No malfunction. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 29 (universal) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2020020322). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020020322) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (spwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, and functional testing device malfunction did not occur, and the reported event was unconfirmed. The alleged coob was also unconfirmed. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed.

Manufacturer narrative:
Zimmerbiomet complaint number cmp ¿ (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number ¿ k011245 / k002188.